Event description:
It was reported a request to review the device logs and determine "if there was an infusion rate change on the pump." No further information was provided. There was patient involvement, but the outcome is unknown. Bd received additional information. The customer is requesting to identify within the logs "when rate changed from 17 unit/kg/hr. To 10 unit/kg/hr." On heparin infusion, timeframe was between (B)(6) 2025 at 2000 to (B)(6) 2025 at 1000. Drug: heparin.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the request for a log review has been completed. The reported of complaint of an infusion rate was change was identified, the log review only investigation found the infusion of heparin ¿ nomogram dosing was manually titrated throughout the infusion. An analysis of the pcu event logs showed that on (B)(6) 2025, at 1:55 pm, was programmed a heparin ¿ nomogram infusion, the profile was identified as critical care with the following parameters: drug amount of 25000 unit, diluent volume of 250ml, patient weight of 85kg, concentration of 100 unit/ml, rate of 15.3ml/h, vtbi of 200ml and dose of 18 unit/kg/ml. At 1:57 pm the user pressed channel off, then pressed channel c, and selected again heparin ¿ nomogram drug again. The user pressed no to confirm, then selected heparin ¿ arterial/ vascular, and pressed no to confirm. Finally, the user selected heparin ¿ nomogram, with the same parameters as the first infusion, and the infusion was started. At 9:23 pm the user changed the dose to 10 unit/ml, the infusion was started, pvi = 113.858ml. On (B)(6) 2025, between 7:36 am and 8:49 am the infusion completed on schedule and transitioned to kvo, pvi = 200.304ml. The user changed the vtbi to 10ml, then to 25ml, finally to 250ml respectively. At 12:19 pm, the user changed the dose to 12 unit/ml. Between 12:23 pm and 2:07 pm, the pump module alarmed occluded patient side four (4) times, the user pressed restart, pvi = 256.924ml. Between 8:16 pm and 9:19 pm, the user changed the dose to 14 unit/ml, the infusion was started and then the pump module alarmed occluded patient side, the user pressed restart, pvi = 331.951ml. The alaris system user manual v9.33 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. ¿verify the correct parameters and press the start key¿. Laboratory testing and inspection of the suspect pump module could not be performed as incident device was not received for this investigation. The device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: a root cause of the reported issue of an infusion rate change was identified through log analysis to be associated with the user manual programming.